Manufacturer narrative:
One 4.0 notchblaster abrader blade was returned for evaluation. Visual assessment of the device identified significant axial fractures through the adapter body, to the outer sheath. A contact point on a section of the inner burr at the proximal end of the tube was observed. The bronze bushing shows a contact point corresponding with a contact point on the sheath. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The reported failure mode of shedding was confirmed. A root cause investigation was initiated to address this failure mode. As a result of the investigation a redesign of the inner blade took place. The device in question was manufactured prior to these changes being made. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. A root cause could not be determined. (B)(4).

Event description:
During an ask knee procedure, it was reported that the blade has metal debris and nothing broke in the patient. There was no reported patient injuries or complications and a back-up device was available.